Event description:
The patient reported that the clinician was unable to program the right side of their heart correctly to make it pump together with the left side of their heart. The patient said the right side of their heart was not being stimulated despite hours of attempted reprogramming with multiple clinic personnel. They also indicated they were experiencing low blood pressure and low energy levels. Follow up yielded no further information. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.